Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® siliconised pvc murphy eye uncuffed tracheal tube had been distorted during use with a patient in the past. No patient injury was reported.